Manufacturer narrative:
(B) (4).

Event description:
Reporting status: death. Reporting rationale: stent deployed in unintended site subsequent pt death. Device issue: no device malfunction has been reported. It was reported that the distal rca with 95% in-stent restenosis (isr) of an unk stent as well as severe diffuse disease in the mid and dist rca proximal to this lesion was being treated. The isr was treated via balloon angioplasty (ptca) with the use of a non-abbott device. Post ptca, a 2.5 x 28 mm xience v stent would not cross the lesion; therefore, the proximal vessel was pre-dilated. The 2.5 x 28 mm xience v stent was again advanced, but would not advance to the site and was deployed at an unintended site at 18 atm. A 2.5 x 15 mm xience v stent was then advanced, but would not advance beyond the proximal segment of the 2.5 x 28 mm xience v stent. There was resistance when removing the sds. Therefore, it was deployed at this site at 18 atm. The stent was not fully expanded, so a non-abbott balloon catheter was advanced and inflated to 17 atm. The balloon catheter was advanced to attempt to ensure full expansion of the 2.5 x 15 mm xience v stent, but could not be delivered. The attempts were followed by unseating of the guide catheter and loss of guide wire position. A new guide cath was inserted and a non-abbott guide wire was inserted. Avulsion of the tip occurred. The vessel was rewired using a prowater, a balloon would not advance beyond the xience v stent. It is likely the guide wire had passed beneath a stent strut. Another unsuccessful attempt was made to pass another guide wire to the distal rca; ivus could not be performed. A coronary snare was advanced to the mid rca, but attempts to retrieve the retained non-abbott wire segment were unsuccessful. Final angiography showed a 40% residual stenosis at the distal rca isr ptca site. There was timi flow 3 and retained wire segment in the mid rca with associated thrombus. The procedure was terminated and the pt left the cardiac cath lab in serious condition. The pt expired 36 hours post procedure. The cause of death was a right ventricular infarct in the rca.